Event description:
A nurse reported following an intraocular lens implant procedure, the patient experienced blurred vision. The lens was exchanged in a secondary procedure and the clinical reason for explant was flipped axis with toric lens. Additional information has been requested which states there was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. The manufacturer internal reference number is: (B)(4).

Event description:
As per the follow up information, the reporter is no more suspecting the intraocular lens.